Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a nissen procedure, the loading and unloading of the instruments with the silk reload was jammed, the needle ended up falling and the handles were jamming. The surgeon was able to finish the procedure with a fifth device that worked correctly. Fifteen minutes more surgical time was needed. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.